Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly rebooted 5-6 times last night. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows rebooting had occurred, followed by a 'replace battery' alarm. The voltage in the black box at the time of the alarm was not low. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues and no alarms occurring. The pump did not draw excessive current. A 'low battery' warning was induced during testing and the pump emitted the appropriate audio-visual alert. The pump was opened and there was no damage found to the power circuit. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.